Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that the crm iab fill port was loose which caused a leak in the autofill system. The fse secured the iab fill port. The fse performed all leak tests, functional, and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: e3.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.